Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance testing found the electrode was not electrically continuous. Detailed analysis identified a fracture at the distal portion of the high voltage coil. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations and concluded that the fracture was consistent with damage during the explant procedure related to pulling on the electrode. Patient code 3191 used to address the surgical intervention that was undertaken.

Event description:
It was reported that the patient presented to the hospital with complaint of stomach pain and was noted to be in heart failure. An x-ray was taken and noted this electrode was dislodged and pulled back near the implanted device. The patient denied twiddling the device and the physician indicated the device remained in the same position and also did not feel the dislodgement was related to twiddling of the device. The patient symptoms were treated with intravenous medications. The electrode was explanted and replaced approximately two weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient presented to the hospital with complaint of stomach pain and was noted to be in heart failure. An x-ray was taken and noted this electrode was dislodged and pulled back near the implanted device. The patient denied twiddling the device and the physician indicated the device remained in the same position and also did not feel the dislodgement was related to twiddling of the device. The patient symptoms were treated with intravenous medications. The electrode was explanted and replaced approximately two weeks later. No additional adverse patient effects were reported.